Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') and exostosis ('heel spur ') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced flatulence ("gas pain"), gastrointestinal pain ("intestinal pain"), musculoskeletal pain ("shoulder type gas pain"), anxiety ("anxiety"), depression ("depression"), plantar fasciitis ("plantar fasciitis"), pain ("pain"), inflammation ("inflammation nos"), anaemia ("anemic / iron"), exostosis (seriousness criterion medically significant), burning sensation ("burning feeling in feet") and hypotension ("low blood pressure") and was found to have vitamin b12 decreased ("low vitamin b12") and vitamin d decreased ("low vitamin d"). The patient was treated with surgery (essure removal and tarsel tunnel surgery). Essure was removed. At the time of the report, the flatulence, gastrointestinal pain, musculoskeletal pain, anxiety, depression, plantar fasciitis, pain, inflammation, vitamin b12 decreased, anaemia, exostosis, hypotension and vitamin d decreased outcome was unknown. The reporter considered anaemia, anxiety, burning sensation, depression, exostosis, flatulence, gastrointestinal pain, hypotension, inflammation, medical device removal, musculoskeletal pain, pain, plantar fasciitis, vitamin b12 decreased and vitamin d decreased to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media medical device removal, gas pain, intestinal pain, shoulder pain, pain nos, depression, anxiety, feet burning, low blood pressure, low vitamin d and b, anemic, inflammation nos and heel spur and plantar faciitis. Most recent follow-up information incorporated above includes: on 23-mar-2020: new events (pain nos depression, anxiety, feet burning, low blood pressure, low vitamin d and b, anemic, inflammation nos and heel spur and plantar faciitis) updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of genital haemorrhage ('bleeding') and exostosis ('heel spur '). In a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2006, the patient had essure inserted. On an unknown date, the patient experienced, genital haemorrhage (seriousness criteria medically significant and intervention required), flatulence ("gas pain"), gastrointestinal pain ("intestinal pain"), musculoskeletal pain ("shoulder type gas pain"), anxiety ("anxiety"), depression ("depression"), plantar fasciitis ("plantar fasciitis"), pain ("pain"), inflammation ("inflammation nos"), anaemia ("anemic / iron"), exostosis (seriousness criterion medically significant), burning sensation ("burning feeling in feet"), hypotension ("low blood pressure"), cyst ("cyst") and menopausal symptoms ("premenopause"). And was found to have vitamin b12 decreased ("low vitamin b12") and vitamin d decreased ("low vitamin d"). The patient was treated with surgery (essure removal and tarsel tunnel surgery). Essure was removed in (B)(6) 2015. At the time of the report, the flatulence, gastrointestinal pain, musculoskeletal pain, anxiety, depression, plantar fasciitis, pain, inflammation, vitamin b12 decreased, anaemia, exostosis, hypotension, vitamin d decreased, cyst and menopausal symptoms outcome was unknown. The reporter considered anaemia, anxiety, burning sensation, cyst, depression, exostosis, flatulence, gastrointestinal pain, genital haemorrhage, hypotension, inflammation, menopausal symptoms, musculoskeletal pain, pain, plantar fasciitis, vitamin b12 decreased and vitamin d decreased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020, social media was received: event added: bleeding, cyst, premenopause. Reporter information were added. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') and exostosis ('heel spur ') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced flatulence ("gas pain"), gastrointestinal pain ("intestinal pain"), musculoskeletal pain ("shoulder type gas pain"), anxiety ("anxiety"), depression ("depression"), plantar fasciitis ("plantar fasciitis"), pain ("pain"), inflammation ("inflammation nos"), anaemia ("anemic / iron"), exostosis (seriousness criterion medically significant), burning sensation ("burning feeling in feet") and hypotension ("low blood pressure") and was found to have vitamin b12 decreased ("low vitamin b12") and vitamin d decreased ("low vitamin d"). The patient was treated with surgery (essure removal and tarsel tunnel surgery). Essure was removed. At the time of the report, the flatulence, gastrointestinal pain, musculoskeletal pain, anxiety, depression, plantar fasciitis, pain, inflammation, vitamin b12 decreased, anaemia, exostosis, hypotension and vitamin d decreased outcome was unknown. The reporter considered anaemia, anxiety, burning sensation, depression, exostosis, flatulence, gastrointestinal pain, hypotension, inflammation, medical device removal, musculoskeletal pain, pain, plantar fasciitis, vitamin b12 decreased and vitamin d decreased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 24-apr-2020: unlocked for update of quality-safety evaluation. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced flatulence ("gas pain"), gastrointestinal pain ("intestinal pain") and musculoskeletal pain ("shoulder type gas pain"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the flatulence, gastrointestinal pain and musculoskeletal pain outcome was unknown. The reporter considered flatulence, gastrointestinal pain, medical device removal and musculoskeletal pain to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media medical device removal, gas pain, intestinal pain, shoulder pain. Amendment: the report was amended for the following reason: patient problem code and device problem code added. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.